Event description:
It was reported that the tip was not on the catheter, when the dr removed the delivery system from the body. He then noticed that the guidewire had also detached from the system. He had to pull the remaining system out. No pt complications reported.

Manufacturer narrative:
Evaluation of the device reported that tip section was broken off inside the outer body and pulled out when the wire was removed. It was determined that the guidewire should have remained wet to allow it to slide easily, which may have been the cause to the breakage.